Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint; handle near ratcheting mechanism is falling apart and ring broke off; ring was returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While using the screwdriver to secure the acetabular cup, the screwdriver broke. A ring came out, so the screwdriver was no longer usable. The ring fell on the sterile field but did not affect it and was removed by hand by the surgeon. There was a surgical delayed of 15 minutes

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary although the instrument was not returned, a provided photograph confirmed the complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Johnson & johnson canada reports while using a screwdriver to secure the acetabular cup, screwdriver broke. A ring came out, so the screwdriver was no longer usable. The ring fell on the sterile field but did not affect it. It was removed by hand by the surgeon. They had to open a new instrument set to complete the case with no patient harm. Although the instrument was not returned, a provided photograph confirmed the complaint. The photograph shows a ring broke off the cap retention area. The provided lot number indicates the instrument was manufactured in 2010 and is 10-years old. A search of the complaint database found a design change that was made in january 2011 to improve the design of the cap retention and ratchet engagement. The provided lot number verifies the sample was manufactured prior to the change. Without evaluating the product it is unknown if the breakage is due to wear out or the design or both. Complaints will be monitored under post market surveillance sep 419. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.